Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure treating a duodenal fistula (df) using ruby coils and a px slim delivery microcatheter (px slim). It should be noted that the patient's anatomy was tortuous. During the procedure, resistance was encountered while retracting a ruby coil and, subsequently, the ruby coil unintentionally detached. Therefore, the ruby coil was removed. The procedure was completed using a pod packing coil (pod pc) and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the pusher assembly was fractured at its proximal end, and the pull wire was retracted from the fractured location. If the pusher assembly is handled at extreme angles during use, damage such as a kink and subsequent fracture may occur. If the pusher assembly is fractured, the embolization coil will likely become detached from the pusher assembly. Further evaluation of the device revealed that the distal end of the embolization coil was advanced distal to the introducer sheath and was unraveled. This damage was likely incidental to the complaint and may have occurred during removal of the coil using a snare kit. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up report: 1. Section b. Box 5. Describe event or problem the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Event description:
The patient was undergoing a coil embolization procedure treating a dural arteriovenous fistula (davf) using ruby coils and a px slim delivery microcatheter (px slim). It should be noted that the patient's anatomy was tortuous. During the procedure, the ruby coil was advanced into the target location for framing when the physician decided to re-position the coil. While retracting the ruby coil, resistance was encountered and, subsequently, the ruby coil unintentionally detached when it was partially in the vessel and the px slim. Therefore, the detached ruby coil was removed using a snare kit. The procedure was completed using a pod packing coil (pod pc) and the same px slim. There was no report of an adverse effect to the patient.